Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) - the full lead in segments was returned to the manufacturer, analyzed, and there were no anomalies found. The analyst noted there was proximal conductor blood/body fluids (not obstructed), and blood in/on the helix/lobe mechanism. Evaluation summary for: (B)(4) the full lead was returned to the manufacturer, analyzed, and there were no anomalies found. Evaluation summary for: (B)(4) the full lead was returned to the manufacturer, analyzed, and there were no anomalies found. The analyst noted there was blood in/on helix/lobe mechanism.

Event description:
It was reported that one day post implant the right ventricular (rv) lead exhibited rising thresholds and high impedance. The physician decided to re-position the lead. The morning after the lead was re-positioned there was loss of capture, and an automatic polarity switch. The lead was cut to facilitate an introducer. A second rv lead was attempted. The second rv lead showed high impedance and was not used. The physician attempted a third rv lead. The third rv lead also showed high impedance and was not used. The physician decided to implant an epicardial lead. No patient complications have been reported as a result of this event.